Event description:
Add info from the hcp reports an infection was suspected 01/09/2004 when the "wound did not heal despite oral antibiotics and would care." The pt had redness, drainage, and a non-healing pocket incision. Cultures of the device pocket showed "gram stain: 1+pmn's, 1+gram + cocci and bacilli, culture-no growth." The pt was trated with both IV and oral anitbiotics, and the pump replacemnt was implanted at "another site." The pt was reported to have the infection resolved with no drug withdrawal.

Event description:
Hcp reported pt with an infected pump pocket site. The pump was removed and replaced in 2004. The explanted pump was returned to the MFR for analysis.